Manufacturer narrative:
(B)(4). Batch # r57c1x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopy, the doctor had the stapler lock out on tissue during a perforation of an abscess. The doctor fired the stapler and the device fired, formed a proper staple line, divided the tissue, but the doctor was unable to open the jaws with reverse or manual override. The doctor was able to work tissue from the jaws with no adverse patient outcome. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57c1x. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in dry firing, however the knife did not return to home position. The device was disassembled to verify the condition of the internal components and was found that the firing rod was noted to be broken. Although it could not be determined what may have caused the found condition of the device, it should that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.